Event description:
During completion of a 3 level acdf, c3-c6, a surgeon reported mal-position of the inferior ally bone screw-l through a cavux cervical cage-l implant at c4-c5 level. The surgeon removed both screws and the cage and replaced them with another cage and 2 screws, which resulted in malposition of the inferior screw. The surgeon replaced devices again and achieved proper screw position. The overall procedure was completed successfully, without any negative clinical sequalae.